Manufacturer narrative:
Continuation from d10: product ID: pscc100 product type: catheter product ID: pscic100 product type: catheter interface cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, an ¿invalid catheter¿ error message displayed on the generator screen. Reseating the cable at the catheter connection and at the generator-cable interface did not resolve the message, and use of an additional catheter interface cable (cic) also did not resolve the issue. A different catheter and cic were then used. The message resol ved, and the procedure continued as planned. It was also reported that resistance was encountered with the slider tool when attempting to capture the array of the replacement catheter. The array was able to be retracted into the sheath and removed from the body without issue. After removal, the array was examined and a possible loop inversion or deformation of the normal array shape was observed. The case was completed. No patient complications have been reported as a result of this event.